Manufacturer narrative:
(B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the first 3 proximal rows, stent struts were lifted and bunched. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 12-feb-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly calcified right coronary artery. The lesion contained >45 and <90 degrees bend. After pre-dilation, a 2.25x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion even after second attempt. The procedure was not completed and the patient was kept under medical supervision. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.